Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the rescue tape was wrapped around driveline for bilateral tears one centimeter away from driveline to skin. The tears were benign and no alarms were noted. Silicone glue and teflon tape were applied. The tape will be removed in next dressing change.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of tears in the silicone jacket of the driveline was confirmed from the submitted photos; however, a specific cause for the reported damage could not conclusively be determined through this evaluation. It was reported that rescue tape was applied on (B)(6) 2021 for bilateral tears approximately 1 centimeter from the driveline exit site. The ventricular assist device (vad) was interrogated and revealed no abnormal findings. No alarms were noted on exam or per patient. The submitted photos revealed tears in the silicone jacket of the driveline adjacent to the exit site. The tears were not large enough to reveal the underlying layers of the driveline. Per additional information from the clinical specialist, silicone glue was applied to the tears in the driveline near the driveline exit site. The driveline was covered with rescue tape. The tape will be removed in 3 days following the next dressing change as advised by the vad coordinator. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 16dec2014. Heartmate ii lvas IFU is currently available. The IFU outlines the indications of driveline damage, as well as how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Heartmate ii patient handbook is currently available. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.